Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limb(s) detached. The device and detached limb(s) were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. This is the only complaint reported to date for this lot number. Investigation summary:the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four months post deployment, CT revealed the ivc filter malposition and the tip of the filter was positioned above the level of renal veins and appeared to have extended through the medial wall of the ivc. The filter was obliquely angulated in the ivc with 2 legs extending into the right renal veins. Approximately one month later, interventional radiology examination also revealed that ivc filter has tilted into the renal vein and fractured. The filter and the fractured leg were successfully removed. Therefore, the investigation is confirmed for filter tilt and limb detachment. However, based on the provided medical records, the investigation is inconclusive for perforation of the ivc as the filter tip "appeared" to have extended through the medial wall of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. This is the only complaint reported to date for this lot number. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four months post deployment, CT revealed the ivc filter malposition and the tip of the filter was positioned above the level of renal veins and appeared to have extended through the medial wall of the ivc. The filter was obliquely angulated in the ivc with two legs extending into the right renal veins. Approximately one month later, interventional radiology examination revealed the ivc filter tilted into the renal vein and fractured. The filter and the fractured leg were successfully removed. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limb(s) detached. The device and detached limb(s) were removed percutaneously. The current status of the patient is unknown.